Event description:
The provider states the chair would slow down and stop with a two wrench error code.

Event description:
The provider states the chair would slow down and stop with a two wrench error code.

Manufacturer narrative:
(B)(4)- - initial mfg report # 1525712-2015-01208 was submitted to the FDA on (B)(4) 2015 indicating the wrong due date and awareness date. (B)(4).